Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the optim sheath 6.8cm to 7.0cm from the connector pin. The silicone insulation was intact at this region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.